Event description:
During a follow-up, approx. 17 months after the implantation, it was noted that the ICD is in backup mode. Re-initialization was unsuccessful. The device was explanted.

Manufacturer narrative:
After its receipt, the ICD underwent an electrical incoming goods control. Matching the clinical observation, the initial interrogation showed a warning message at the programmer that indicated an activation of the safe program due to an inconsistent memory content. The device status was mos1, and six charge processes had been documented in the device memory. An analysis of the device memory data showed that the ICD was reinitialized on (B)(6) 2018 and again detected an inconsistent memory content after that, which is why the safe program was reactivated. In general, the device is capable to detect damaged memory content and to correct individual memory segments on its own, if necessary. If several memory segments are affected at the same time, an automatic correction is no longer possible, and the device activates the safe program, in which all therapy functions are ensured, as per specification. During interrogation, a respective warning message is displayed to the user. The ICD was reinitialized with a clinical programmer during the analysis. A subsequently performed interrogation of the ICD showed that the device again activated the safe program, which confirmed the clinical observation. Further analysis detected a defect in a memory cell, which led to a repeatedly inconsistent memory content and, in the end, to the clinical observation. In a next step, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the standard parameter values of the safe program. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. It can therefore be assumed that the damage to the memory cell only occurred after the shipment of the device. The analysis showed that the device was completely capable to provide therapy at all times.